Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.75 x 38 mm promus element plus drug-eluting stent was advanced to treat the lesion. However, during advancing, it was noted that the stent delivery system (sds) shaft was fractured. The device was directly removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and this is within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 460mm from distal end of strain relief. Multiple kinks were also noted along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a severely tortuous and moderately calcified coronary artery. A 2.75x38mm promus element¿ plus drug-eluting stent was advanced to treat the lesion. However, during advancing, it was noted that the stent delivery system (sds) shaft was fractured. The device was directly removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.